Event description:
An erosion was reported to the amplatzer senior field clinical specialist. Although several requests have been made, no additional information has been received by aga medical.

Event description:
The patient was referred for closure of an atrial septal defect (asd) that measured 20mm and lacked posterosuperior rims. This case was discussed with cardiothoracic surgery as well as in the combined cardiothoracic surgery/cardiology conference and the defect was deemed acceptable for percutaneous closure. The asd appeared to be approximately 18-20mm in diameter on ice. During the cardiac catheterization case, a right upper pulmonary vein angiogram was performed. Careful right heart hemodynamic and oximetric data was obtained measuring greater than 4 to 1 shunt with normal pulmonary vascular resistance. The angiogram confirmed the secundum atrial septal defect. Balloon sizing with the 24mm sizing balloon was inadequate to completely obliterate flow through the atrial communication, as a result, a 34mm amplatzer sizing balloon was then utilized to standard stop-flow. Sizing of the stretched diameter was 23.5mm on echo, and the balloon measured 22.4mm x 25.3mm on angiography. A 24mm amplatzer septal occluder (aso) was chosen and deployed in the standard fashion; however, there was a continual prolapse through the defect on all different attempts. The 24mm aso was removed, and a 26mm aso was attempted, noting that the stretched diameter was 25mm maximum on angiography. The 26mm aso sat nicely across the defect and position was confirmed by ice and tte. Due to the large size of the device, an angiogram was performed in the right pulmonary artery prior to release. The device was in proper position, and was released without shift. The patient recovered and had no significant problems overnight. There was a slight prolongation of the pr interval on ECG. A holter monitor was utilized and the patient was discharged after the chest x-ray and echo demonstrated no significant abnormalities. No residual asd or pericardial effusion was noted on the post-procedural echo performed the following day. The patient acutely presented with chest pain and syncope 48 hours after device implant and was fully resuscitated by ems. Tamponade physiology was identified and the patient was sent to surgery. There was no significant rhythm disturbance or hypotension noted. The surgical report noted an erosion in the right atrial superior surface. The device was removed, the erosion was closed and the asd was repaired surgically. The patient recovered quickly from surgery and was discharged without medical problems. A follow-up echocardiogram showed no residual asd and no further sequelae from the complication of the device erosion.

Manufacturer narrative:
The amplatzer® septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.review of the images and medical records by aga's medical consultant resulted in the following findings:the procedure was performed under ice and the atrial septal defect (asd) static diameter was about 18-20mm. The defect was oval-shaped, as there was a discrepancy in measurement between the bi-caval view and the view in-between bi-caval and aortic. A true short aortic view was not performed, which aga's medical consultant believes is very important to evaluate the aortic and the posterior rims. Balloon sizing was performed a bit aggressively, due to the oval shaped defect, as more and more saline was injected into the balloon to obtain stop-flow; the balloon actually stretched the defect to 23mm. A 24mm amplatzer® septal occluder (aso) was selected, however the device initially deployed unsuccessfully. A subsequent deployment was successful, but later pulled through the defect, possibly from the tension on the delivery cable. An aortic-view was not performed to evaluate the position of the device.the delivery sheath was changed, and a 26mm aso was selected, deployed and released. Tte revealed the svc and ivc rims were sandwiched between the two discs, as the device did not seem to move with the av valve rim. The av valve rim appeared to be between the two discs with significant motion, which usually suggests that the defect was a high secundum asd and the device was wedged in its anterior-posterior axis. The tte also showed that the edge of the right atrial disc was pushing into the aorta. The echocardiogram at the time of the tamponade revealed a large pericardial effusion and thrombus formation in the pericardial space. The device appeared to be in place, its slightly inferior location seemed to touch the mitral valve, which suggested that after the perforation had occurred, the device edged shifted slightly inferiorly from its wedged position. This area of the right atrium, superior and adjacent to the edge of the disc pushing into the aorta, is the most vulnerable area for atrial and aortic perforation.

Manufacturer narrative:
Aga medical is unable to determine the cause of this reported erosion due to the limited information received. Should additional information become available, aga will file a supplement report.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.